Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report #2916596-2018-02654. Approximate age of device ¿ 1 year and 1 month. Device evaluation: although the reported pump stoppages were confirmed through evaluation of the submitted log file, the cause could not be conclusively determined. The submitted log file showed low speed hazard alarms and pump stops on (B)(6) 2018. All recorded low speed operations and pump stops occurred while the system was operating on the mobile power unit (mpu) and corresponding elevations in pump power were also captured. Based on previous complaint experienced, the captured events appeared consistent with the potential driveline issue. The patient had x-rays performed which appeared unremarkable. The center elected to place the patient on an ungrounded patient cable. The patient remained ongoing on vad support with no further issues reported. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU contains a section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad had pump stoppage suspicious for driveline short to shield. Review of the submitted log file by the manufacturer¿s technical services representative confirmed pump stoppage while on mobile power unit (mpu) support. This type of behavior had been previously linked to potential issues with the percutaneous lead. X-rays of the percutaneous lead (driveline) were unremarkable. The patient was reportedly, listed as transplant status 1a with due to driveline infection. The lvad was to be placed on ungrounded patient cable until transplant. No clinical symptoms related to the pump stoppage were reported.